Event description:
A malfunction on the pump was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, and there were no recurring issues after the reset. The customer was advised to continue using the pump and to call back if the malfunction code reappears.